Manufacturer narrative:
Result=restricted pressure. The clinical observation was confirmed. Visual inspection with unaided eye found no defects in catheter shaft. When tested on the isaac z-axis leak tester per procedure 7074, the device failed the lumen flow test. It was observed that initially there appeared to be a restriction in the pressure lumen where the flow appeared to be reduced with the pressure rising. The device was retested again and there was no rise in pressure. However, congealed matter was observed within the water test beaker which was most likely flushed from the distal tip of the device. This may have contributed to a blockage of the lumen resulting in the pressure rise observed, but this is unable to be definitively confirmed. Manufacturing records were reviewed and there were no related manufacturing non-conformances. The instructions for use remain correct and appropriate at this time. Trends will continue to be monitored through the use of edwards quality systems.

Event description:
Edwards received information that during a mini-sternotomy avr the proplege was placed at the beginning of the surgery per protocol. Tee and fluoro confirmation showed the device centered in main coronary sinus. Once bypass was initiated, the first dose of antegrade cardioplegia was given. During retrograde cardioplegia administration high coronary sinus pressures were noted. To troubleshoot the high pressures the transducer was checked, pressure port was flushed, and cardioplegia port flushed between pump and stopcock, and then from stopcock to patient. All appeared patent but the physician met some resistance when the catheter was flushed. Still, pressure of coronary sinus remained high, over 50mmhg with flow of 50cc per minute. Device pulled back 1cm and repositioned with no change in pressure. Cardioplegia administration was again attempted. The flow rate was slowly increased. The elevated coronary sinus pressure persisted, despite multiple troubleshooting attempts. As reported, the physician felt the tip of the proplege may have been kinked/folded onto itself. The device was removed during use and the surgeon used a direct cannula that provided direct retrograde cardioplegia into the coronary sinus via the right atrium. No defect noted upon removal. No adverse patient affects were reported during or after the case.